Event description:
It was reported that the patient pressed the implantable neurostimulator on and off buttons while recharging and the patient would feel "the burn" while charging and thinks that this was due to the patient turning stimulation off. The patient had spoken with a manufacturing representative to resolve the issue. The patient used a different protocol to operate the device other than the one she was initially given. The cause of the burning while charging was not determined. The patient clarified that it wasn't a burn as much as an unpleasant sensation or "current." The patient further noted that after her surgical revision on (B)(6) 2016, within 2 weeks her device charged 5-10 minutes versus 40 minutes. The patient noted that it must be more efficient since the gathered wires had the tension corrected. Information was received from a patient who was implanted with a neurostimulator for non-malignant pain.

Manufacturer narrative:
Date corrected to reflect reportable information, therefore (B)(6) 2016 no longer applies to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that recharging the implant usually took 5-10 minutes and they knew when the implant was fully charged because they would feel a current running through the leads in her face. The patient stated she feels the implant was fully charged because she felt a burning in the side of her face. The patient then retracted that statement and stated it was not a burning and they were going to stop charging because it was uncomfortable. Then the patient retracted the statement and stated it was not uncomfortable and she could feel a slight sensation in the facial leads when the implant was fully charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.